Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician delivered three coils from another manufacturer and a pc400 coil into the target vessel using another manufacturer's microcatheter. While attempting to advance a new pc400 coil through the microcatheter, the physician experienced resistance and therefore, removed the pc400 coil. The physician then removed the microcatheter from the patient and noticed that the previously removed pc400 coil had unintentionally detached and was still contained around the hub of the microcatheter. The physician indicated that he did not experience any resistance while removing the pc400 coil. Thereafter, the procedure was completed using a new pc400 coil and a new microcatheter from the other manufacturer. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil was inside the hub of the non-penumbra microcatheter, detached from the pusher assembly, and had a fractured stretch resistant (sr) wire. Conclusion: evaluation of the returned devices revealed the sr wire of the pc400 was fractured and the non-penumbra microcatheter was kinked. Attempting to retract the pc400 through a kinked microcatheter may cause the sr wire to fracture, which will cause the embolization coil to detach. Pc400s are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.